Manufacturer narrative:
(B)(4). Device not returned for analysis, should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device crisscrossed clips upon firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). An intraoperative photograph was received. The shot shows a clip that appears to have crossed legs or a scissor shape. It is difficult to see in this 2d photo if the shape is unformed or scissor, but the belief is that it is scissor shaped. Based on the photo evidence, the event description can be confirmed. Scissoring of a clip occurs when the device jaws get out of alignment with each other resulting in the clip legs being offset rather than being in alignment. Jaw misalignment can be caused by external rotational, downward, and/or side forces being applied to the jaws during firing. Additionally, if the jaws are clamped over a hard object such as another clip or clip leg the jaws can become misaligned either temporarily or permanently, causing a malformed clip and possible a clip loading issue. Unfortunately, since the device was disposed of, there is no way to confirm the root cause, but in cases like this, the likely cause is either forces applied during the firing stroke to the jaws or firing over a hard object.